Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The tip of the endoscope was inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the wire guide. The endoscope and snare were removed simultaneously from the pt's mouth. This is performed so that the wire guide is protruding from both the pt's mouth and incision site. This is necessary for feeding tube placement. When the snare closed onto the wire guide, the outer coiled cable of the wire guide began to fray. The endoscope, snare, and wire guide were removed together from the pt's mouth. Another wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. Only the wire guide component was returned for eval. The wire guide is bent and frayed approx 4.5 cm from the distal end. The wire guide has been returned to our approved wire guide supplier for a complete product eval. A follow-up MDR will be submitted within 30 days of receiving the completed product eval report from our wire guide supplier. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A bend and fraying of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position, this could contribute to wire guide damage, such as bends or fraying. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set- push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action is warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.